Event description:
It was reported that the external pulse generator's menu display had vertical lines, which caused the atrial-ventricular interval numerical value to be unreadable. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the menu display had parts that were unreadable, it was missing segments. Analysis also found that two side bail covers were broken, the battery contacts were compressed and the keyboard was contaminated. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator's menu display had vertical lines, which caused the atrial-ventricular interval numerical value to be unreadable. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.